Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarms were noted during testing. However, the pump had intermittent button response due to corroded keypad traces. The pump also had a cracked lcd window, a cracked case at the display window corner, a cracked reservoir tube lip, and a stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated the insulin pump was in her pocket as usual when the alarm occurred. Blood glucose value was 108 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.